Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2022, the patient was admitted into the hospital where the patient's blood glucose level was around 700 mg/dl. In the hospital, the patient was given a replacement infusion device and the blood glucose level decreased back to a normal range. The patient is currently still in the hospital under observation.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.